Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The customer's biomedical engineer reported that when he was doing his rounds, he found the iabp with a note attached explaining only that "the batteries didn't last long enough". The biomed then tested the run time and found the note to be true. A getinge field service engineer (fse) evaluated the iabp unit and replaced the batteries, and the screw concealment to fix the issue. The safety disk was also replaced. The fse reported that the customer uses their iabps in an off label walking program where the battery is charged and discharged everyday. The batteries never make the 3 years due to this off label process. The fse then performed full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that while walking the patient, the alarm "low battery" sounded and showed on the display of the cs300 intra-aortic balloon pump (ibp) . The patient was taken back to the ICU and the iabp was exchanged. The battery depleted quickly after being charged for two nights. No patient harm, serious injury or adverse event was reported.